Event description:
It was reported that the pt rec'd a tep, right hip in 2003. Due to a fall, a revision of the stem became necessary about 25 days later at the same hosp. After growing pain starting in 2006, a breakage of the proximal cone body of this stem was determined by the hosp in 2007. Revision took place about one month later. Another fall happened at approximately 40 days later causing a breakage of the femur.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.